Event description:
Subsequent to filing the supplemental medwatch, the following information was received: the promus stent was implanted in a restenosed lesion in a saphenous vein graft (svg) to the right coronary artery. The stent was deployed at 9 atmospheres. On (B)(6) 2013 thrombosis was found in the middle of the promus stent. The patient was discharged on (B)(6) 2010. The reason for the extended hospitalization could not be obtained. No additional information was provided.

Event description:
It was reported that in-stent thrombosis was found in a promus stent that was implanted two years ago. No additional information was provided.

Event description:
Subsequent to the initial medwatch filing, it was reported that the patient had a 3.0 x 15 mm promus stent implanted on (B)(6) 2010. The patient began experiencing chest pain and on (B)(6) 2012 thrombosis was found inside the promus stent. The thrombosis was suctioned out and a non-abbott stent was deployed to complete the procedure with a good patient outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of angina and thrombosis are listed in the (B)(4) promus everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). Date of event - estimated. Date of implant - estimated. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It should be noted that the promus instructions for use (IFU) states: promus is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. Additionally, the IFU states: this device is contraindication for patients with saphenous vein graft disease. In this case, it is unknown if the reported IFU deviations directly caused or contributed to the reported patient effects.